Manufacturer narrative:
One 4.5 footprint ultra pk suture anchor inserter was evaluated. It was visually evident that the tip of the inner shaft had twisted and snapped off. There was no issue found with the torque limiter of the device. The inner shaft was tested for hardness and found to be below specification. There were no parts remaining in inventory from the impacted lot for evaluation. Additional parts in inventory from different batches were inspected and found to meet the hardness specifications. The heat treat oven was inspected and verified to be in working order and within calibration requirements. A review of the ncmr database was performed which confirmed no abnormalities were reported with this component lot during manufacture. A complaint history review identified no additional complaints for this manufactured lot.

Event description:
It was reported that the inserter tip broke off in the patient. The inserter is inside the anchor. It was tried to retrieve the piece but was unsuccessful. There was a delay greater than 30 minutes. No patient injury reported.